Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 500 mg/dl. The customer was treated with bolus. Customer's other blood glucose value was up to 300 mg/dl and 180 mg/dl. It was stated that set was working fine, there was no leaks and was securely tape to the side. The insulin pump will not be returned for analysis.